Manufacturer narrative:
Reported as (B)(6) 2015.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had a health-related question regarding the intrathecal pump for back/spine stimulation therapy for chronic pain (note, the stimulation therapy is conflicting with the other reported information which was regarding the pump therapy). It was reported that a critical alarm was going off every ten minutes for four days now. It was noted that the patient had moved when she went to visit in another state and decided to stay. The patient did not have a managing physician as the patient¿s doctor was in another state. It was noted that the patient missed a scheduled refill and that the patient¿s fill was due at the end of (B)(6) 2016. The patient had (B)(6) take care of her there for filling the pump but they called the patient and said the doctor would need to see the patient in order to write the script. The patient¿s previous managing physician was in another state and was doing ¿something different¿ and wouldn¿t even ¿okay an order¿ for the patient¿s medication as he said that if the patient didn¿t see him he would not prescribe the medication for (B)(6) to fill the pump. It was stated that the patient was ¿in critical need of medicine I have had, successfully¿ and that the patient hadn¿t had much luck getting any help. It was indicated that the records department said they would get the information to the doctor within two hours if a doctor requested them, per the consumer. The patient needed a list of doctors in her area. It was indicated that the patient was in extreme pain and that because of the pain the patient was unable to walk, could not eat, and was really sick; this was considered a gradual change in therapy/symptoms. The patient went to the emergency room and they gave her five days of ketorolac. It was indicated that the return of pain started on (B)(6) 2017. Physician listings were requested. On (B)(6) 2017 a healthcare professional (hcp) reported that they had never seen the patient and that the patient last saw the patient¿s previous managing physician on (B)(6) 2016.

Event description:
Additional information was received. It was reported that the pump was refilled on (B)(6) 2017 and the patient is now doing fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient found a new managing physician and notified them about the critical alarm, pump needing to be refilled, and symptoms of feeling sick, pain, and inability to walk and eat. It was indicated that the patient did not get an appointment until (B)(6) and the refill was on the (B)(6). It was stated that this meant the patient was ¿out¿ for a long time and went through tough withdrawal from the dilaudid in the pump with the prialt. It was reported that the cause of the alarm was determined to be that the pump was ¿very empty.¿ it was indicated that the patient¿s symptoms of extreme pain, inability to walk and eat, and feeling sick was related to the critical alarm and need a refill. It was related that the patient saw the physician on wednesday for checking the status of the pump and interview, etc. And medication was ordered for the next day fill. It was stated that the issues of the critical alarm, needing a refill, return of pain with the inability to walk and eat, and feeling sick had a temporary resolution and that if the patient couldn't have a doctor closer than 6.5-7 hours one way she would continue there. It was stated that the patient believed that the manufacturer could help find someone closer and that between doctors, calling, making an unnecessary trip it shouldn't be left up to the patient to find help. It was also stated that the manufacturer¿s representative must know where and who fill prialt pumps. It was also noted that the patient did not have a manufacturer¿s card about pump and prialt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported.